Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant that the right atrial (ra) lead slack pulled back until lead was straight and dislodged. Threshold was also elevated. P wave sensing was low. Slack was added and lead repositioned many times, however sensing and thresholds did not improve. Physician removed the lead and noted that tissue was in the helix. The ra lead was replaced. No patient complications have been reported as a result of this event.